Event description:
It was reported by the aci vascular closure specialist that an (B)(6) male pt who weights (B)(6), underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the femoral bifurcation via a 6f sheath (model unk). A pre-procedure femoral angiogram revealed no visible pvd/calcium in the vicinity of the access site, and showed the vessel to be approximately 8 mm in size. The pt was anti-coagulated peri-procedure with angiomax and plavix. Following the procedure, the cath lab technician, who is a trained user, used the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure while the deployer attempted to pull the balloon towards the arteriotomy (2nd stop). The balloon pulled through the arteriotomy and a hematoma described as approximately 3cm x 3cm in size developed at the access site. Access to the vessel was lost and the pt was converted immediately to 10 minutes of manual compression in which the hematoma was resolved. A femostop was applied for 2 hours per the doctor's order. The pt was reported as hospitalized (not mynx related). No further info is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a pin hole in the balloon distal tip, approximately 4.5 mm from balloon proximal tip. No other source of leak was identified. Based on the info provided and the investigation performed, the root cause of the pin hole could not be determined. The review of the lhr (lot f1210303) indicated that the device lot met all established performance criteria prior to shipment.